Manufacturer narrative:
Customer report of "balloon was found ruptured before use" was not confirmed. However, balloon failed to inflate due to 4 punctures in the catheter body 33 centimeters from the tip. Punctures were approximately 4" apart from each other. Punctures entered the proximal injectate, proximal infusion, the pa distal and inflation lumens. There was no visible damage to the returned monoject 1.5cc limited volume syringe. There was no visible damage to balloon latex. A device history record review was completed and documented that the device passed all inspections with no non-conformances related to the reported event.

Event description:
It was reported that the doctor tried using the continuous cardiac output catheter, and the balloon was found ruptured before use. There were no patient complications reported.